Manufacturer narrative:
The investigation into the placement signal issue and the vascular damage - peripheral vessel issues has been completed since the original report was submitted. The device was not returned by the user facility for investigation. The root cause of the optical signal issue was a damaged optical fiber line, but the exact details of the damage cannot be determined as product was not returned. The root cause of the vascular damage gi bleed and its relation to impella were not determined since product was not returned and there is a lack of clinical details. D6a, d6b. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that placement signal not reliable (psnr) alarm occurred on impella 5.5. Psnr alarm audio was turned off and placement monitoring was disabled. It was further reported that the patient developed a gi bleed and heparin was held. The patient is stable. Placement signal (ps) issue is not reportable as there is no/limited potential for adverse impact to patient and ps does not affect impella performance.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ . ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. H6 medical device problem code revised to include 2917 device sensing problem and component code 925 pump from the initial manufacturer device report number 1220648-2024-09790.